Event description:
During ileostomy reversal procedure, physician noticed that the esu machine was making noise as if the surgical pencil was being used. In fact, the surgical pencil was not being used and was lying on the drapes. Nurse unplugged the surgical pencil from the machine and the noise stopped. The surgical pencil was plugged it back in to make sure it was the pencil that was faulty, and when plugged back in, the machine alarmed like the pencil was in use. Physician noticed that the blue coag button was stuck and that was why it was going off when not in use. This facility has had multiple similar issues with surgical pencils within the last week. The manufacturer has been notified and product is being returned.